Event description:
Inconsistent sars results reported. Customer received one positive and one negative result, customer does not allow proper extraction time. Unknown is symptomatic or asymptomatic. Unknown if the result was confirmed. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.